Event description:
The aortic arch cannulae was found during prep to have particulate. "There is something inside the cannula, " white remnant." No patient contact was made.

Manufacturer narrative:
Edwards received (1) cannula with attached vented cap. No blood was visible on the cannula. The customer report of white particulate inside cannula body was confirmed. White particulate, approximately 15 mm in length, was found inside cannula body. The particulate appeared consistent with the white vented plug of the cap. The white vented plug was found damaged and small area, also approximately 15 mm, was also missing. It appeared part of the white vented plug had been damaged and fallen into cannula body. A device history review was performed and no related nonconformities were observed during the manufacture of this lot. The root cause of the reported issue cannot be confirmed. It cannot be identified how or when the vent cap insert became damaged. The manufacturing process was observed and no issues stood out that would have led to the damaged vent cap insert. It is possible that the vent cap insert came partially damaged from the vendor and then during assembly with the red vent cap the damage was propagated; however, this possibility cannot be confirmed. A manufacturing defect cannot be confirmed. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Edwards received 1 22fr aortic cannula model with attached vented cap. No blood was visible on the cannula. Customer report of white particulate inside cannula body was confirmed. White particulate, approximately 15mm in length, was found inside cannula body. The particulate appeared consistent with the white vented plug of the cap. The white vented plug was found damaged and small area, also approximately 15mm, was also missing. It appeared part of the white vented plug had been damaged and fallen into cannula body. Further analysis into root cause is being performed.